Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water channel and jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 component code: added missing code "525 -tube." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The legal manufacturer confirmed the reprocessing steps were followed in accordance with the instructions for use. Additionally, there was no physical damage to the area where the foreign material was found. Therefore, a definitive root cause for the foreign material could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.